Event description:
The pt's mother reported experiencing issues with the pt's infusion sets since (B) (6) 2010. She stated that on 3 occasions, the luer separated from the infusion tubing. The pt experienced elevated blood glucose of up to 21 mmol/l (378 mg/dl). The pt's infusion set was changed and the pt bolused through the infusion device to lower elevated blood glucose. The pt's normal blood glucose level is 6 mmol/l (108 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.